Manufacturer narrative:
(B)(4).

Event description:
The patient had intramedullary (im) nailing of his femur (B)(6) 2015 for fracture shaft of femur. Surgery performed by registrar with consultant supervision in theatre. Attempts were made to mobilize the patient, which were unsuccessful resulting in revision surgery as the proximal end of the nail was not attached and the patient needed to return to theatre but approximately 4-5 days later. It was felt that the this may have caused a fat embolism to develop. Patient death occurred.

Manufacturer narrative:
The associated device was not returned for evaluation. We are currently unable to determine the causal relationship between device and the reported issue. Numerous attempts to collect additional information concerning this issue have gone unanswered. A review of manufacturing records could not be performed as the reported batch number is incorrect for this device. A review of complaint history revealed that we have not had any previous complaints for this device/failure mode. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.